Manufacturer narrative:
The manufacturing location for this product is sekisui. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, erroneous critical k results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin, erroneous critical k results were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary material #: 368774 lot/batch #: 240813 bd had not received samples or photos for investigation. Upon shipment inspection of lot 240813, thrombin strength (titer), draw volume, gel quantity, and gel movement testing met specification. Additionally, potassium testing via clinical study was performed using unused retention samples, and the results were acceptable. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode abnormal reported parameter-potassium. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.